Manufacturer narrative:
A review of tickets was performed for reagent lot number 21020m800. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect 19-9xr reagent lot 21020m800 was identified.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of this data. Additionally, the list number/UDI have been corrected from 02k91-32/00380740137168 to 02k91-39/00380740137175.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No patient identifier or demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on international list number 02k91-32, which is similar to us list number 2k91-33 ca 19-9 xr.

Event description:
The customer generated falsely elevated architect ca19-9 results for one patient. The following information was provided: initial result 101 u/ml, repeated 2 u/ml and 2 u/ml. The previous ca19-9 result for this patient was =2 u/ml. No patient details are known; it is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.